Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:29:13. During night drain cycle five, the patient's ultrafiltration reading was 1557ml, indicating the patient drained 1557ml more than their maximum programmed fill volume of 2400ml. No additional information is available.